Event description:
It was reported that the right ventricular (rv) lead had an apparent fracture with high thresholds and impedance. The patient received inappropriate therapy. The lead was capped and replaced. Also, the implantable cardioverter defibrillator (ICD) experienced premature battery depletion due to the inappropriate therapy received by the rv lead. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 7278 implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2010. (B)(4).